Event description:
The customer stated that two patient results sent by the syngo lab data manager, had incorrect sample ID's in the laboratory information system (lis). Sample identifier (B)(6) showed as (B)(6) and sample identifier (B)(6) showed as (B)(6) in the lis. It is unknown if the results were released to the physician(s). There are no reports of patient intervention or adverse health consequences due to the results not matching the sample identifiers.

Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer site. The tas worked with the customer and the siemens customer care center (ccc) to obtain the incorrect patient identifiers. The cause of the incorrect sample identifiers in unknown. There was no other information provided by the customer. The instrument is performing within specifications. Further evaluation of the device is not required.